Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons were unresponsive and that the numbers on the display scrolled without input during a bolus. The blood glucose reading was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.